Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, urinary problems, bowel problems, recurrence, bleeding, vaginal scarring, and other injuries. No further information has been provided.